Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with injection of reflin 1 gram, (frequency and duration not reported) and injection of amikacin 100 milligrams per day for 1 bag, (duration not reported). The cause of the peritonitis was unknown. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).